Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvb10) was removed due to bone loss at tooth location 4.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against drawing pd-tsvb10 rev l (digital caliper; cal 3736; oct 23, 2019). It is noted in the per that the patient has a history of smoking, which could contribute to the event. The reported product was located on tooth # 4 and used for approximately 9 months. The returned x-ray was reviewed by an sme, and it was determined that bone loss could not be verified. DHR review was completed for the subject lot number 63882317. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63882317) for similar cause and 1 other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvb10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number:(B)(4).

Event description:
No further event information available at the time of this report.